Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
A customer from united states alleged erroneous results for samples run on the cobas liat system (s/n (B)(4)). An assessment of the system confirmed 5 test runs that returned false positive results, run number 408 generated false positive influenza b & sars cov-2, influenza a invalid, run number 416 generated false positive influenza b & sars cov-2, run number (B)(6): false positive influenza b, true positive sars cov-2, run number (B)(6): false positive influenza a & flu b & sars cov-2 and run number 777: false positive influenza b & sars cov-2 influenza a invalid. The investigation to assess the customer allegation has not yet been completed. 5 mdrs will be filed one for each of the samples results identified.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas¿ sars-cov-2 & influenza a/b test for use on the cobas¿ liat¿ system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas¿ sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).